Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The patient presented due to myocardial infarction and underwent cardiac catheterization which revealed a 95% stenosed and 12mm long target lesion located in the mid left anterior descending coronary artery (lad) extending into the proximal lad with a reference vessel diameter of 3.0mm. It was treated with pre-dilation and a 3.0x16mm taxus liberte stent was implanted. Post dilation was performed. Post stent deployment intravascular ultrasound (ivus) revealed a dissection. It was treated with a 3.0x12mm taxus liberte stent and post dilation resulting in 0% residual stenosis. No complications were reported as a result of the dissection and the patient was discharged 1 day later on aspirin and prasugrel.

Event description:
Same case as MFR ID#: 2134265-2010-05197, 2134265-2010-05231, 2134265-2010-05232. It was further reported that the target lesion was accessed via the right common femoral artery and standard catheters. Angiography revealed that the 95% stenosed lesion was located between the two diagonal branches of the lad, but that there was mild diffuse atherosclerosis throughout its course. Timi flow was "2." A non-bsc guide wire was used to cross the lesion and predilation was carried out with a 2.5x12mm apex balloon inflated to 8atm followed by the 3.5x16mm taxus liberte study stent deployed at 10atm. Post dilation was performed with a 3.5x12mm quantum maverick non-compliant balloon inflated two times at 12atm. At this point, the patient developed st segment elevations but remained asymptomatic. Angiography revealed evidence of no-reflow with extremely sluggish flow to the distal vasculature and an absent timi blush. The non-bsc wire was then re-extended and a 2.0x9mm maverick over the wire balloon was advanced into the distal lad. The wire was removed and intracoronary nitroprusside was administered. The st segments normalized and distal flow was re-established. There was evidence of a hazy lesion just after the first stent at the ostium of the second diagonal branch. The non-bsc guide wire was re-advanced and intravascular ultrasound (ivus) revealed evidence of an edge dissection with a small hematoma which was treated with the 3.0x12mm taxus liberte stent deployed distal to the first stent at 9atm. Post dilation was performed with the stent balloon again at 9atm. It was post dilated with a 3.0x12mm quantum maverick non-compliant balloon at 14atms resulting in excellent flow to the apex with a normal timi blush score. The patient's st segments had completely normalized. The case was then closed.

Manufacturer narrative:
Device is combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
(B)(4).